Manufacturer narrative:
The device piezo was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device did not have an audible alarm tone during an alarm condition and displayed e301 (audio alarm failure) error code. Prior to testing, the device was returned to the biomedical dept with a report of, e445 malfunction at start up. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.